Event description:
It was reported that at the beginning of surgery the universal modular electric/battery double trigger handpiece stopped and did not work again. Only a "click" was heard. The battery was changed out, but the device did not work. There was no pt harm; however there was a delay in surgery for approximately 20 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.